Event description:
During a complex intervention, attempts were made to advance an ostial flash balloon into the coronary artery for angioplasty. The balloon would not advance all the way through the guide, and had to be removed.